Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis. Visual analysis of the photographs identified: white encapsulation. Red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "lesions in breast" "[implant] recalled" "pain and discomfort", "capsular worse-required capsulectomy" healthcare professional reported left side "capsular contracture baker grade 3." Device was explanted. This record is for the left side.